Manufacturer narrative:
Other applicable components are product ID 3889-28 lot# v048597 serial# implanted: (B)(6)2007 explanted: (B)(6) 2012 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that following patient device implant, they had a constant dull pain in their back. It was in the fall of 2012, when they slipped and fell and needed to have the ins and lead replaced. During the replacement surgery, they found a lot of scar tissue growth around the device which they removed. Caller stated that patient told them that only part of the lead was able to be removed. No further complications were reported.